Event description:
It was reported that the customer experienced a blood glucose (bg) level of 50mg/dl. The customer alleged that the control-iq algorithm increased basal insulin delivery in response to an inaccurate continuous glucose monitor (cgm) sensor reading. Reportedly, the cgm bg reading was 110 mg/dl, and the meter bg reading was 80 mg/dl. This level of inaccuracy does not present significant clinical risk according to the parkes error grid. Bg was addressed via consumption of glucose tablets and carbohydrates. The customer was instructed to consult with healthcare provider regarding bg level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.